Event description:
It was reported that "medical (B)(6) inserted catheter on patient. After procedure, it started leaking. Upon investigation, it was found out that catheter has a hole on the access port. Catheter was taken off from patient and kept as evidence for complaint."

Manufacturer narrative:
The complaint that the arterial lumen burst is confirmed and will be reported at user related. Gross and microscopic examinations confirms a burst in the arterial lumen. The user indicated that the after procedure, it started leaking. The elastic deformation and aneurysm like bulge in the burst area is typical when polyurethane tubing is damaged due to over pressurization. The tubing may have also been weakened by the use of catheter maintenance solutions. The instructions for use (IFU) accompanying this product inform the user that the use of alcohol or acetone based antiseptics to clean the catheter or skin site may adversely affect the clamping extensions and luer lock connectors. Infusion should not be forced when resistance is encountered. A lot history review (lhr) of reve0156 showed no other similar product complaint(s) from this lot number.